Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On january 28, 2022, mentor became aware that incorrect replacement devices information were provided in the follow-up report sent on september 27, 2021. The correct replacement devices were 650cc hp gel implants.

Manufacturer narrative:
On june 27, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 550cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 8, 2021, mentor received additional information indicating that the patient underwent bilateral replacement with the following devices: (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9418231 sn: (B)(6) and (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9418231 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2021 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient, who's undergone primary breast augmentation with two 550cc mentor memorygel breast implants, suffered bilateral breast capsular contractures (baker grade IV), post-procedure. The capsular contractures were diagnosed via physical examination. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.this medwatch form is for the right breast prosthesis.